Event description:
A report was received stating a ventilator set volumes were not achieved. The ventilator was set to deliver 3.5ml, however, monitored ventilator readings indicated the ventilator delivered a maximum of 2.7ml. The bedside physician noted that the patient experienced bradycardia. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).